Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states that the whole back of the pump was overheating as well as the pump said insert new battery, burning hot, took off the battery, pump has no alarm going on. Troubleshooting was performed for overheating. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump was monitored and no pump over heating or hot to the touch noted. The electronic assembly, motor, and force sensor were inspected and no obvious signs of heat damage or burned components noted. The pump was received with scratched case, cracked retainer, minor scratched keypad overlay, pillowing keypad overlay, and minor scratched lcd window.